Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having throat irritation. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged throat irritation while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation found small amounts of contamination in device crevices and joints, particularly on the front panel. Extremely fine dust contamination is present in the air intake where the pollen filter sits as well as in the airpath. A large piece of an unknown contaminant was found in the same location. Internal investigation continued to find dust contamination throughout the device, especially the blower box. Dust accumulation was especially pronounced on the blower noise isolators, the blower case, and the blower impellor. Pil also noted that a section of bare copper trace on the pca approximately 1 cm in length was exposed just north of the p7. Resistance testing with multimeter showed very low resistance (less than 10 ohm). Exposed copper appears to have corrosion consistent with astm standard d130/ip 154 dark tarnish 3b, suggesting sulfur in some form as a cause. Similar corrosion was also found on eyelets in the same area on both sides of the pca. Supplier quality contacted the vendor for the pca (1124507) and was told that this is caused by oxidation when stored in an environment with poor air quality for a long time. Using the power supply and cord returned with the unit, product investigation lab powered on the device and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 4 errors logged: 3 instances of e-4 reboot error and 1 instance of e-130 rebooot error. The manufacturer was unable to confirm the customer's complaint. The manufacturer was unable to confirm the presence of degraded sound abatement foam the manufacturer does conclude dust contamination throughout the device airpath. Dust quantity and locations are consistent with operating the device without a pollen filter, ultra-fine filter, and/or operating the device in an environment with poor air quality. Lack of humidification. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section h6 for this updated coding and information.